Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. Direct comparison of pressures in the cath lab was not possible due to electromagnetic interference within the lab setting. Pressure readings with the cardiomems were obtained shortly after the procedure. The readings from the sensor were within 9 mmhg of the readings obtained from the catheter during the procedure and the site has opted not to recalibrate the cardiomems at this time.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.